Event description:
Routine g-tube change. During fluoroscopy noted guidewire buckling out of tube. Able to pull out tube over wire and successfully place new device. Once out, the old tube was noted to have splits/cracks about 1 1/2 inches near where the positioning suture exits the distal end. Tube was complete but fractured.